Manufacturer narrative:
Product analysis :no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. Conclusion: the above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis: revision of hardware, stenosis it was reported that intra-op, the tip of the screw drivers broke. The old screw was removed from s1 and while implanting new s1 screw, the tip of the screw driver snapped. The fragment of the driver was removed successfully from the patient's body. The surgeon was able to downsize screw and use straight driver to implant. No patient complications were reported.